Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not receive.

Manufacturer narrative:
The reported event of the app not being able to connect to the implanted device was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that corrective programming changes were made. No adverse patient consequences were reported.